Event description:
Staffer cleaning unoccupied hill-rom resident bed underneath mattress pan. While cleaning, moved the leg positioning bar to center of bed, to clean above electric bed frame. The positioning bar caught onto pan support metal bracket in the shape of "c" welded to bed frame and the bar somehow came unlodged and fell 2 inches onto bed frame past the "c" bar wedging staffer fingers against the "c" bar and bed frame under the positioning bar, putting bar over the fingers pinching all four digit fingers.